Manufacturer narrative:
Ge healthcare (gehc) was notified that the dinamap procare dpc400n vital signs monitor was involved in a fire incident. There was no reported patient impact. Gehc was provided photos of the device, and the device was sent to gehc for evaluation. On inspection, gehc engineering noted that the power cord sent with the unit was not a ul-approved or gehc supplied part. The power cord connector was also melted and burnt and the power supply connector was missing all three prongs and showed signs of charring. Gehc has concluded that the cause of the reported fire incident is the use of an unapproved, non-hospital grade power cord. The power cord connector melted and then ignited the noninvasive blood pressure cuffs that were in the roll stand basket below the device. There has been no adverse trend of this type of event identified by gehc.

Event description:
The customer reported smoke and a burnt battery in use with a ge healthcare device. There was no patient related impact.

Manufacturer narrative:
UDI not required. Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-6: the device was not in patient use at the time of the issue. B3: ge healthcare was not provided the date of the occurrence. Ge healthcare investigation is pending currently. A follow up will be filed when the investigation is complete. Device evaluation anticipated, but not yet begun.